Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: all of the keypad buttons were responsive to button presses. There was no physical damage observed on the keypad. The keypad cover was removed; there was no contamination or physical damage found. The reported complaint was not duplicated during investigation. Unrelated to the complaint, moisture was observed through the display lens. A leak test failed due to a display lens leak. The pump was opened; moisture was found throughout the pump casing including on the keypad flex-connector. The battery compartment was also observed to be cracked from the case seal traveling to the bumper.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.